Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, it was unclear whether there was true ventricular fibrillation (vf) undersensing or noise. The amplitude of the signal was very small, and therapy was delayed by a single beat. When asked about patient symptoms or what the patient was doing at the time of the event, the clinician stated that she did not know. Further device evaluation was recommended. Additional information received reported that this crt-d was explanted and replaced due to normal battery depletion (nbd) less than three years later, and returned for analysis. No adverse patient effects were reported.